Event description:
Customer reported a past low blood glucose (bg) event with the lowest level being 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates as a treatment action and was advised by technical support to consult with a healthcare professional to discuss factors affecting bg levels.